Event description:
Same case as 2134265-2009-02158. Clinical study. It was reported that after a coronary artery stenting procedure the patient experienced restenosis. Lesion 1 was 2.756mm, 75% stenosed, 15.0mm long portion of the proximal right coronary artery (rca). The physician treated the lesion with a 2.5x15mm balloon at 12 atms, and implanted a 2.75x32mm taxus express2 stent at 16 atms. Post-dilatation was performed with a 3.25x15mm unknown balloon at 16 atms. Post-intravascular ultrasound (ivus) was not performed. Residual stenosis became 0% and timi flow 3. Lesion 2 was 3.0mm, 99% stenosed, 15.0mm long portion of the distal left circumflex (lcx). The physician treated the lesion with a 2.5x15mm unknown balloon at 15 atms, two balloons were used. The physician implanted 3.0x20mm taxus express2 stent at 15 atms. Post-dilatation was not performed. Post-ivus was performed. Residual stenosis became 0% and timi flow 3. The patient was discharged 2 days later on bayaspirin and plavix. At 276 days after the procedure, in stent restenosis was confirmed in the distal lcx. The lesion was 2.5x15mm with 99% stenosis. Re-intervention was performed a day later. Re-intervention of the distal lcx consisted of ballooning with an unknown balloon. Residual stenosis became 0%. The patient condition was listed as "became better". The patient was discharged 3 days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. This investigation will be assigned the most probable root cause classification of anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
(B)(6).patient sex was corrected from male to female.(B)(4).

Event description:
It was reported that after a coronary artery stenting procedure, the patient experienced restenosis. Lesion 1 was 2.75mm, 75% stenosed, 15.0mm long portion of the proximal rca. The physician treated the lesion with a 2.5x15mm balloon at 12 atms, and implanted a 2.75x32mm taxus express2 stent at 16 atms. Post-dilatation was performed with a 3.25x15mm unknown balloon at 16atms. Post-intravascular ultrasound (ivus) was not performed. Residual stenosis became 0% and timi flow 3. Lesion 2 was 3.0mm, 99% stenosed, 15.0mm long portion of the distal left lcx. The physician treated the lesion with a 2.5x15mm unknown balloon at 15 atms, two balloons were used. The physician implanted 3.0x20mm taxus express2 stent at 15 atms. Post-dilation was not performed. Post-ivus was performed. Residual stenosis became 0t and timi flow 3. The patient was discharged 2 days later on bayaspirin and plavix. At 276 days after the procedure, in-stent restenosis was confirmed in the distal lcx. The lesion was 2.5x15mm with 99% stenosis. Re-intervention was performed a day later. Re-intervention of the distal lcx consisted of ballooning with an unknown balloon. Residual stenosis became 0%. The patient's condition was listed as "became better". The patient was discharged 3 days later.